Event description:
A patient reported experiencing erratic results with a one touch basic meter. The blood glucose results were 277, 25, 80 and 100 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.